Event description:
It was reported that during a case the packaging for part could not be open properly. Allegedly, the item seems to be okay, but was not able to open in an aseptic manner in a sterile field. Another device was immediately available for use.

Manufacturer narrative:
Additional info will be provided once investigation is completed.